Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm as well as replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device power up properly after battery installation. The insulin pump was received with operating currents within specifications. The device passed self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The battery was removed from the pump and monitored for ten minutes. The insulin pump powered up properly after insertion of the battery and no pump error alarms or blank display were noted. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. No power loss alarm or pump trace download during.